Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they experienced low blood glucose level. Customer's blood glucose level was 53 mg/dl. Customer treated low blood glucose with food. Customer did not mention any symptoms related to the low blood glucose. It was not mentioned whether the auto was active at the time of the incident. The device will not be returned for analysis.